Event description:
It was reported that prior to discharge, the patient's right atrial (ra) lead had no capture and failed to sense. A chest x-ray revealed the ra lead to be dislodged. The patient was asymptomatic. On (B)(6) 2021, the ra lead was repositioned. The patient was stable throughout procedure.